Event description:
The customer tested his blood glucose and received a reading of 137mg/dl. He retested immediately and received a reading of 25 mg/dl. The difference between the readings falls in the "d" zone of the parks error grid, makinfg the difference significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.